Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 547 mg/dl, 259 mg/dl, and 232 mg/dl. Customer took 40 units of humulin nph since his readings were high. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.